Manufacturer narrative:
Other (secondary intervention)- (of the renal artery).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and there was no remarkable vessel calcification or tortuosity. It was reported that during the implantation, the stent graft was inaccurately placed covering the renal arteries. The physician inserted a reliant balloon and a guidewire (up and over), the physician inflated the balloon, pulled the balloon and the guidewire and was able to pull the stent graft down. The physician placed a renal stent in the right renal artery. No additional clinical sequelae were reported, and the pt is fine.